Event description:
The reporter called that she received a email stating that the smart drive feet control dial on her new permobil wheelchair has been recalled and hasn't been able to get in touch with the manufacturer for next steps. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).